Event description:
Procedure type: ventral hernia repair. According to the reporter: after initial tack deployed unit locked up. No patient injury reported.

Manufacturer narrative:
(B) (4). (B) (4). This reported lot number is subject to the recall initiated on february 8, 2010. Therefore, this report requires a 5 day MDR based on this new information.